Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that remaining longevity was 2.5 years at previous device check approximately 12 months ago. However, interrogation identified the device is operating in safety mode. Device explant was recommended and will be scheduled in the upcoming weeks. The device remains in service and no adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that remaining longevity was 2.5 years at previous device check approximately 12 months ago. However, interrogation identified the device is operating in safety mode. Device explant was recommended and will be scheduled in the upcoming weeks. The device remains in service and no adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.